Event description:
According to the reporter, during a procedure, the staff was having trouble getting the patient sensor triplets to stay in the sensing volume because of the barrel chest of the patient. During the initial registration, the system would indicate that a sensor had moved. Multiple times the user tried re-positioning the sensor triplets and re-starting registration. Additionally, on two catheters, there were intermittent notifications that the 'catheter was not detected'. To resolve the issue, the system was shut down and re-started, and the two catheters were also replaced with a different type. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: ils-1800-kt, ils-1800-kt procedure kit illumisite 180 (lot#528059) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.